Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar on the filter of an access set kept turning and turning instead of connecting. This occurred while setting up the device to be primed. There was no patient involvement. No additional information is available.